Event description:
Reportable based on device analysis completed on 04-dec-2018. It was reported that tracking issues occurred. During a pulmonary vein ablation procedure with an intellanav oi ablation catheter, they were unable to magnetically track catheter. The physician replaced the catheter and they were able to finish the case. There were no adverse patient effects. However, returned device analysis revealed dried body fluid under both seals of all three rings. The device was returned for analysis. Visual inspection found dried body fluid under both seals of all three rings. The distal end had a slight bend to the left after the steering knob was returned to neutral. Dried body fluid also found on the handle, main body tubing and distal end. Dried saline found on the distal end and inside the irrigation ports. Continuity checks revealed no electrical shorts or opens, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.